Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient had two leads and one of them was for off-label use. Device 1 of 3. Reference MFR report #: 1627487-2015-07342 and 1627487-2015-07343. It was reported, the patient stopped receiving effective stimulation. In turn, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor explanted the pns lead and placed a new lead in the epidural space. However, intraoperative testing revealed the patient could not receive desired coverage from the new lead. As a result, the doctor decided to explant the entire system.